Event description:
It was reported that the micro sagittal saw ran without user activation during a routine equipment evaluation at the user facility, by a manufacturer's service tech. There was no pt involvement and no user injuries or adverse consequences reported.

Manufacturer narrative:
The device was received at the manufacturer and a quality investigation is anticipated. A follow-up report will be filed when the device is received and the investigation is complete.